Event description:
It was reported the device battery depleted prematurely. The device remains in use and device replacement surgery is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. (B)(4).